Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. Na.

Manufacturer narrative:
Date of event, implant date: estimated dates. UDI #: the UDI is not known as the part and lot number were not provided. The stent remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that restenosis was noted one year after a supera stent was implanted. No treatment has been provided at this time. The patient is reported to be doing well. No additional information was provided.